Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported he just had hernia surgery and is only filling with a small amount. He said he does feel empty at the moment. A follow up call was made to the patient's peritoneal dialysis nurse who reported that the patient had an inguinal hernia repair surgery. The nurse noted that the patient had the hernia prior to starting peritoneal dialysis therapy.